Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use were evident, no blood was observed on or in the device. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was dis-engaged. The plunger was fully depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed, but confirmed for premature deployment. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs proximal seal system 3.8mm did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The hsk-3038 wouldn't load properly according to the circulating nurse, (B)(6). There were no patient issues. I do have the product and will return it. I do not have any patient info as the patient tag wasn't part of the device when gary gave it to me today.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during preparation for a coronary artery bypass procedure, hs proximal seal system 3.8mm did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The (B)(4) wouldn't load properly accoring to the circulating nurse, (B)(6). There were no patient issues. I do have the product and will return it. I do not have any patient info as the patient tag wasn't part of the device when gary gave it to me today.